Manufacturer narrative:
(B)(4). Report source: (B)(6). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during inspection at the warehouse, the stem inserter is broken. There was no surgery and no patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable as no fracture had occurred. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as no fracture had occurred. The initial report was forwarded in error and should be voided.